Event description:
A product experience report was received on (B)(6), 2012 with an allegation that the patient developed an allergic reaction/infection approximately 31 months after the original surgery. The customer reported that this matryx interference screw 10mm x 38mm was used during an acl reconstruction of a (B)(6), male patient on (B)(6), 2009. The first symptom of this reported adverse event appeared on (B)(6), 2012 when the patient came into the office and reported about pain and swelling in a right knee joint. On (B)(6), 2012, a second arthroscopy procedure was performed to remove the remainder of the screw as well as to clean up the damage to tissues and filling with cancellous bone from the left iliac crest. A partial synovectomy was performed in the upper recess with removal of diverse adhesions. The remaining parts were successfully removed using a shaver under arthroscopic control. After placing a drainage tube, the skin was closed in layers using sterile bandaging and fixing bandage. No other latest patient information provided

Manufacturer narrative:
This device is not expected for evaluation, as the remainder of the screw was not returned to conmed-(B)(4). A review of the device history record shows this device was manufactured on june 22, 2009 in a lot of (B)(4) units with no noted discrepancies during sterilization process that could have caused or contributed to the reported allergic reaction/infection. Further review of the complaint files shows no other similar complaints of "allergic reaction" received for this item and lot number combination. No additional units of this lot # were available for evaluation and none remained in stock. A 2-year review of the overall complaint history for this device family showed a total of (B)(4) reports of allergic reaction/infection received. Of the (B)(4) reports, (B)(4) were received from the same surgeon at one facility in the us and (B)(4) were received from the same surgeon/facility in (B)(6). Five of these reports were filed in (B)(4) 2012. (MFR. Report #9613278-2012-00006, #9613278-2012-00007, #9613278-2012-00008 #9613278-2012-00009, and #9613278-2012-00010). The IFU lists infections, both deep and superficial and allergic reactions under adverse events. The matryx interference screw is intended for use in interference fixation of bone-patellar tendon-bone and soft tissue grafts in anterior and posterior cruciate ligament reconstructions. The matryx interference screw should be used in combination with appropriate immobilization/controlled mobilization. The product IFU provides the following information: precautions and warnings: -detailed instructions on the use and limitations of the implant should be given to the patient before implantation. The patient should also be told of the possibility of foreign body reactions or other allergic reactions. Contraindications: -foreign body sensitivity to the implant material. Where the material is suspected a test should be made prior to implantation to rule out sensitivity. -conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing and rehabilitation period. Adverse effects: in addition to the potential adverse effects associated with all surgical procedures, such as infections, both deep and superficial, allergic and other responses to anaesthetic agents and device materials, intra-articular replacement and internal repair using the matryx interference screw (as for other similar fixation devices) may be associated with transient local fluid accumulation or sinus formation, arthritis pain or deformity and stiffness. Remainder of the screw was not returned.